Manufacturer narrative:
The caller ended the call before the customer's information or product serial number could be obtained. It's not possible to determine the meter manufacture date without the meter serial number.

Event description:
A healthcare professional called on behalf of her patient. She stated the customer's contour usb meter read 570 mg/dl, compared to another meter which read 170 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate ended the call before any additional information could be obtained. No product will be returned.